Event description:
This is filed to report tissue injury. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4 and pre-existing perforation. A mitraclip xtw (30710a1057) was implanted without issue. A mitraclip ntw (30711r1020) was then implanted. Both clips appeared to be stable on the leaflets. However, the perforation worsened. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue injury appears to be due to weak patient anatomy. Additionally, the reported patient effect of tissue injury is listed in the instructions for use (IFU), and is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.